Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing by a third party laboratory cleared the german guideline. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the german guideline. (B)(4) inspected the device and confirmed the following; some materials of the device need to be replaced due to wear over time, and all channels and cylinders will be replaced. The reported event may have been caused by insufficient reprocessing by the user. The user facility reported that the reported event may have been caused by damage to the distal end cap. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the device after two reprocessing's. Instrument channel: staphylococcus warneri (80 cfu/20ml), staphylococcus epidermidis (80 cfu/20ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, getting, ew2, using peracetic acid. There was no report of infection associated with this report.